Event description:
It was reported that there was an event of pacemaker, right atrial (ra) lead, and right ventricular (rv) lead noise. The leads and pacemaker were explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. The lead was returned for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to procedural damage to the inner insulation. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. No other anomalies were found.